Event description:
User experienced erratic total bilirubin results for approximately 30% of an unknown number of patient samples. Only one estimated example of a patient sample recovery was provided. Initial result 1.1 mg/dl, repeat 0.3 mg/dl. User stated some, but not all, of the erroneous results were flagged indicating a repeat was necessary. No erroneous results were reported. User stated issue was resolved by replacing the reagent with new reagent from a different shipment.